Manufacturer narrative:
The product analysis findings do not indicate a manufacturing related defect. As per (B)(4): this console was confirmed by customer to not be involved with any problems. Service was conducted for tank safety. In conclusion, the reported issue was not related to the console as field service engineering report. The cryoconsole passed the inspection by field service engineer.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a staff member at the hospital received a burn from the nitrous oxide. The hospital staff member with the burn did receive medical care at the employee health facility on site. Service has been scheduled to inspect both takes on both cryoconsoles as it is unknown which tank/console unit contributed to the skin burn. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.